Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl with lm instrument. The initial run resulted as expected and the discordant result was obtained upon repeat on the same instrument. The discordant result was not reported to the physician(s). The sample was rerun by a different lab on an alternate instrument and the result matched the initial run. The customer reran the sample on the same instrument after troubleshooting, and result was as expected. The correct result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist instructed the customer to tighten and align the reagent probe. Tsc discovered that the probe tip was too low at all locations. The customer adjusted the probe and repeated the sample and the result was within expected range. The cause of the discordant, falsely elevated troponin result was the probe tip sitting too low. The instrument is performing according to specifications. No further evaluation of the device is required.